Event description:
This report is being filed after the subsequent review of the following literature article, ruch, d. And papadonikolakis, a. (2006). Volar versus dorsal plating in the management of intra-articular distal radius fractures. The journal of hand surgery, 31a, 9-16. The authors conducted a retrospective study to compare the functional outcomes of volar and dorsal plating for the management of intra-articular distal radius fractures. Twenty patients (mean age 49 years; 11 women and nine men) mean follow-up period (21 months; range 12-46 months) were treated with the dorsal approach using synthes device, pi plate, or device of competitor or t-plate; 14 patients (mean age 46 years; seven women and seven men) mean follow-up period (22 months; range, 12¿41 months) were treated with a volar approach using t-type plate: synthes or device of competitor. Patient outcomes were evaluated including physical examination of the wrist and radiographic parameters, and subjective parameters. In the dorsal plating group, volar collapse (volar tilt greater than 18 degrees) was noted in five patients; tenosynovectomies or tenolyses of the extensor tendons were undertaken in four patients with hardware removal performed. It is unknown if the manufacturer of the plate is synthes. In the volar plating group, two patients presented with median nerve neuropathy, which was treated with open carpal tunnel release and hardware removal. Hardware removal and tenolysis of the flexor tendons was performed in one patient to increase wrist extension. It is unknown if the manufacturer of the plate is synthes. This is report 1 of 2 for (B)(4). This report is for an unknown plate and refers to the serious injuries of the dorsal plating group, including the pi plate: volar collapse (volar tilt greater than 18 degrees) was noted in five patients; tenosynovectomies or tenolyses of the extensor tendons were undertaken in four patients with hardware removal performed. It is unknown if the manufacturer of the devices involved in the events was synthes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown pi plate/unknown quantity/unknown lot. Pertains to: volar collapse, tenosynovectomies or tenolyses of the extensor tendons. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.